Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was received without implants or suture and had debris in the needle. The actuator was in the post t2/pre t1 deployment position. A functional evaluation found the actuator was seized. An analysis of the customer provided image found a fast fix 360 with the implants and suture off the needle. The sterile packaging showed the reported batch number and had one of the implants on it with a short section of cut suture. The complaint was confirmed and the root cause was associated with a component failure. Factors that may have contributed to the reported event include exposure to residue or fluids during the procedure. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 implant of the fast-fix 360 could not be deployed. T1 was removed by tweezers. The procedure was completed without significant delay using a s+n back-up device. No further complications were reported.